Event description:
Reporter alleged obtaining the results of 228 mg/dl and 103 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was initially reported by the physician that the pt recently showed increase in seizures. Physician was not sure why the pt showed increase in seizures all of a sudden. No additional info was provided. Good faith attempts to obtain additional info has been unsuccessful till date. The cause of event is unk at the moment.